Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with pre-operative dia gnosis for cervical intervertebral disc herniation. Procedure or technique used was acdf. It was reported that the implant was broken. There was no fragment left inside the patient. There was no patient symptoms or complications as a result of this event. There was a suspected manufacturing issue when the product was opened from the box for the first time.

Manufacturer narrative:
H3. Product analysis: product ID # g6626526; lot no. # h5857061 visual inspection revealed a portion of the top of the implant has been broken off. Damage present is consistent with bend stress overload from a screw being bent inside of it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.